Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to the damaged channel tube, water tightness was lost; the universal cord was dirty; the control unit and the connector had corrosion due to water leakage; the image was black with no angle; the tip rubber was broken; the clamp channel was leaking; the insertion tube was crystallized and aged; and the light guide hose was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during reprocessing the evis lucera bronchovideoscope presented with a air/water leakage from the channel. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the scope had a black image on the display due to a damaged charge-coupled device. This report is to capture the reportable malfunction of no image noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the water infiltration into the device from the leak point caused the conduction abnormality of the internal substrate leading to the occurrence of the event. Olympus will continue to monitor field performance for this device.